Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during hemostasis of a duodenal ulcer performed on (B)(6), 2011. According to the complainant, the pump was noted to be extremely loud during the procedure; however, this did not affect its ability to irrigate. Additionally, the system reportedly alarmed and the "system fault" light illuminated. The unit was powered down and powered back up, which resolved the alarm issue only, and the procedure was completed using the same endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found sticker residue and minor scratches on the cover; otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery, but no output issues were noted. The condition of the returned device was not consistent with the complaint that the pump was loud and the system alarmed; the complaint was not confirmed. The device showed neither evidence of the alleged issues nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during hemostasis of a duodenal ulcer performed on (B)(6), 2011. According to the complainant, the pump was noted to be extremely loud during the procedure; however, this did not affect its ability to irrigate. Additionally, the system reportedly alarmed and the "system fault" light illuminated. The unit was powered down and powered back up, which resolved the alarm issue only, and the procedure was completed using the same endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.